Event description:
It was reported the lower portion of the display has lines in it that make display hard to read no matter what setting or output is used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display was out of specification (missing columns). Analysis also found that the upper case and ring cover were missing. The lower case was corroded and broken and the battery contacts were compressed. The ring and battery drawer o-ring were missing. The battery flex was corroded.